Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side ¿implant burst¿ and "textured implants." Patient additionally reported ¿once broke out into a very bad rash¿ and ¿a bubble in knee that just won't go away¿; these events are not device related. Device remains implanted.